Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the battery cap was hard to remove while changing the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/1014. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2014 with the following findings: the battery cap was found to be intact with no damage. For evaluation, a test pump used to complete investigation. The battery cap was able to fully tighten to the pump case. No power reboots occurred during testing. The cap was able to be removed with no issues. Battery cap contact height and width were found to be within specifications. There was no defect found during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.